Event description:
A spinal fixation system was implanted into a pt in 12/97. A rod dislodged, a revision surgery was performed in 1/98. It was reported that the set screw did not engage the rod properly.